Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering attempted to inflate balloon, to check for leakage; however, balloon could not be inflated due to it being blocked. After removing the blockage, engineering attempted to re-inflate the balloon, but found the balloon was ruptured. The leakage may be attributed to high thermal activity of the cutting wire, which resulted in the balloon rupturing and causing it to be unable to remain inflated. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. The hazard analysis for this device was reviewed and it was determined that the risk levels remain unchanged and acceptable. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Endopyelotomy procedure- "dr (B)(6) was performing the procedure and the balloon would not dilate during the application. First occurence of many cases over last 10 years". Intervention - "na". Pt status- "na".